Manufacturer narrative:
Addendum to the initial report. This supplemental report is being sent to show the date of implants, as well as to show the additional procedures the patient has undergone. Based on the patient's history of diverticulitis it is not clear what may have caused the patient to experience the abscess in 2013. There is no information provided that directly indicate the ventralex mesh to have caused the issues experienced after implant. With the current information no definitive conclusion can be made at this time. If additional event and/or evaluation information is obtained this report will be updated. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2010 - patient underwent lysis of adhesions, implant of a medium ventralex patch and repair of four incisional hernias. (B)(6) 2013 - patient presented with abdominal pain, abscess and infected mesh of unknown origin. (B)(6) 2013 - the patient underwent exploratory surgery with removal of the ventralex patch. The abdominal CT scan, as well as the md notes indicate the abscess was possibly related to the diverticuli; however, could not quite define the exact cause. The ventralex mesh was noted to be involved in the abscess and was easily removed . (B)(6) 2014 - based on office notes for telephone encounters with the patient, there was indication of the patient having an additional surgical procedure. Office notes state "she had bowel blockage that had abscess, hernia and tumor which was from diverticulosis and a piece of mesh (ventralex).

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) - patient was implanted with an alleged ventralex hernia mesh patch. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.